Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old hispanic female patient who underwent a breast augmentation primary with a 350cc mentor smooth round moderate plus profile, 350cc breast implant has experienced bilateral device migration postoperatively. As a result, patient underwent bilateral replacements as follow: l/ cat#: unknown, sn#: unknown and r/ cat#: 3502325, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.